Event description:
A pt was treated with balloon kyphoplasty in 2005 (specific date unknown). During the procedure it was reported that bone cement extravasasted into the spinal canal. Subsequently the neurosurgeon removed the cement, however, the pt suffered a neurological injury and is paraplegic.